Manufacturer narrative:
On august 17, 2020, mentor received the following additional information: the patient had mammography on (B)(6) 2020 and it was discovered that their breast implant has ruptured. The patient is still in so much pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the bottom of the patient's right breast had a "red thing" and was in severe pain. In addition, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2020. On (B)(6) 2020, mentor became aware that the implant explantation surgery was moved to (B)(6) 2020 and that the patient reported the implant to be so infected. The patient added that they are only going to remove the right side due to their blood work being "not right" and will have the left side removed later. On (B)(6) 2020, mentor became aware that the patient had undergone removal of the right breast and that the solution inside the implant was described to be gray and strange. There was a lot of gooey stuff that was the infection that was removed. The patient reported that they have been feeling very sick and weak because of the toxic poison in their body. On (B)(6) 2020, mentor received the following additional information: the patient had two surgeries - her implants were severely swollen and her lab results were not right and therefore not able to use general anesthesia. After the right side was removed on (B)(6) 2020, the patient also had the left implant removed on (B)(6) 2020. The left breast was described as swollen and it did not look the implant was removed and the left implant was also reported to have gray liquid. The patient only had bilateral removal and no replacements. Complications on the left breast implant and left breast will be reported under mrn: 1645337-2020-13215. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: infection, material rupture, capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On december 7, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2020, mentor received the following additional information: during a follow up post-procedure, three big bottles of bloody water serum-like, dark red in color, was taken out of the patient's right breast. The breast keeps filling up with fluid and it is still red and the infection is still there. On october 30, mentor received the following additional information: the patient admitted herself into a hospital on (B)(6) 2020 and was put on antibiotics IV; trying to get rid of the redness and dizziness that they were feeling. A sonogram on the right breast was taken and they saw liquid building up and masses. There are also hard nodules in the breast from the implant, reported. Mentor also received some clarifying information for the additional information received on october 28, 2020: the patient is still having complications, right breast infection after removal a month ago, right breast continually filling up with fluid, red rash is still there, they stuck a needle and drained 16 oz of red blood liquid, patient feels very dizzy and light headed, the doctor removed the infection and now they feel under armpit and infection is going under the patient's lymph nodes. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following additional information: the patient is not 100 percent recovered but mostly feeling better. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the saline implant smooth 575cc breast implant didn't look discolored. Leak testing was performed, according to mentor procedure, and it identified a tear within a shell abrasion measuring approximately 0.2 cm, located on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor smooth saline implants, suffered a right breast that has become very hard and excruciatingly painful, although not as tight or as painful. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.